Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # r58n2w. Additional information requested but not received: can you please explain what is meant by ¿the stapler was not working properly¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete? If the tissue was stapled, but not transected how was the cut line addressed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional test was performed due the condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure the stapler was not working properly. It was not reported how the procedure was completed or if there were any consequences to the patient.